Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updates not required. B5: additional information received on 12-oct-2022 via email and attached to complaint object: this event was discovered during testing. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the motor is not running. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
One infusion pump was received for evaluation. Visual inspection found bottom case and plunger assembly tamper seals are broken, front corners of the top case are chipped out, battery missing, and battery door cracked. The device?s event history log was reviewed for evidence of the reported event and found ?motor not running?. To conduct functional testing, the device was powered up occlusion test was performed, ?motor not running? Error was found. The root cause is due to the motor assembly, worm gear, lead screw and both clutch halves not operating as intended as a result of customer use. Motor assembly, worm gear, lead screw and both clutch halves were all replaced and passed all functional testing. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously., corrected data: health effects - health impact code corrected.